Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to intermittent oversensing leading to inhibition of pacing were observed. Review of the episodes revealed myopotential oversensing. Programming changes were recommended.